Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the calcified right common femoral artery (rcfa) was attempted with a proglide device using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, there was a lot of scar tissue in the rcfa due to prior radiation to right groin. Proglide insertion was rough; the physician did not feel comfortable using the proglide in the groin. The pre-close technique was discontinued. The tavr procedure was completed. Hemostasis was achieved with the simple surgical closure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.